Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) and morphine (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported a volume discrepancy occurred, which was discovered by the nurse. The actual reservoir volume (arv) was 11 ml, and the expected reservoir volume (erv) was 2 ml. It was reported 20 ml was usually put in at each refill. No discrepancies were noted at past refills. The patient experienced symptoms of autonomic dysreflexia. It was also reported the patient hadn't been well. These symptoms were experienced 3 to 4 weeks prior to (B)(6) 2018. The volume discrepancy was observed on (B)(6) 2018. The consumer was requesting a dye study. The patient had been dismissed by their healthcare provider, who declined to troubleshoot or perform surgical procedures on the patient. No further complications were reported. The patient's medical history indicated they were a t3 paraplegic from an accident prior to the pump insertion (10 years ago). It was also stated the patient experienced (B)(6) and (B)(6) infections related to that accident, prior to the pump implant.